Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the mean airway pressure (map) was limiting due to the settings on the device. The fsr verified the cooling fan and cooling gas flow. The fsr ran a performance test and verified calibrations. The unit passed all performance checks. At this time, the customer has not responded to requests for additional information regarding this event. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the unit completely "powered off" while the device was running on a patient. The customer swapped the unit out with a conventional ventilator. The customer did not report information regarding any possible consequence to the patient, it is currently unknown.